Event description:
It was reported that prior to the implant procedure, while exercising the lead the helix "popped out" and in attempt to retract, it partially "popped in" but would not entirely retract. The lead was not used and different lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the helix/lobe was distorted/bent. Visual analysis noted that the helix was returned partly retracted, with the helix bent and that the lead was damaged at implant.